Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft 101cm from the strain relief. The shaft is partially separated 50cm from the strain relief. The hypotube is separated 50.2cm from the strain relief.

Event description:
Reportable based on device analysis completed on 10-august-2022. It was reported that catheter got kink. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used for treatment. However, during the procedure, it was found that the middle part of the catheter was severely kinked and the tip got kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed a separated shaft.